Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Pump: gtin # (B)(4). Upn# 72400098. Batch/lot # 862769006. Mfg date 01/06/2014. Exp date 01/02/2019. Balloon gtin # (B)(4). Upn# 72400024. Batch/lot # 865978006. Mfg date 01/27/2014. Exp date 01/14/2019.

Event description:
It was reported that an artificial urinary sphincter (aus) was removed and replaced on (B)(6) 2018 due to recurring incontinence and cuff atrophy. The aus device removed had a 3.5cm cuff and the new device consists of a 4.0cm cuff, 61cm balloon and control pump. No further patient complications were reported in relation with this event.

Manufacturer narrative:
Suspect medical device(s), device manufacture date: pump: (B)(4), batch/lot # 862769006, mfg date 01/06/2014, exp date 01/02/2019; balloon: (B)(4), batch/lot # 865978006, mfg date 01/27/2014, exp date 01/14/2019.

Event description:
It was reported that an artificial urinary sphincter (aus) was removed and replaced on (B)(6) 2018 due to recurring incontinence and cuff atrophy. The aus device removed had a 3.5cm cuff and the new device consists of a 4.0cm cuff, 61cm balloon and control pump. No further patient complications were reported in relation with this event.

Manufacturer narrative:
Returned to manufacturer date. Suspect medical device(s), device manufacture date: pump: (B)(4), upn# 72400098, batch/lot # 862769006, mfg date 01/06/2014, exp date 01/02/2019; balloon: (B)(4); upn# 72400024; batch/lot # 865978006; mfg date 01/27/2014; exp date 01/14/2019.

Event description:
It was reported that an artificial urinary sphincter (aus) was removed and replaced on (B)(6) 2018 due to recurring incontinence and cuff atrophy. The aus device removed had a 3.5cm cuff and the new device consists of a 4.0cm cuff, 61cm balloon and control pump. No further patient complications were reported in relation with this event.